Manufacturer narrative:
Additional information in h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a crack in the twist clamp. This was noticed before use. There was no patient involvement. No additional information is available.